Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that a levophed infusion which was in ¿stand by¿ mode infused unexpectedly. The user had primed and loaded the set, closed the pump door and attached the tubing to the patient¿s central line. The user observed dripping from the bag even though the device was on standby and the door was closed. The patient¿s systolic blood pressure increased from the 120s to the 260s. The nurse quickly disconnected the levophed line from the patient, and no other effects to the patient were reported.